Manufacturer narrative:
Based on the limited information provided by the customer, the impossibility to conduct a technical investigation of the device, we are not able to come to a root cause. However we know that pain and bruises, sometimes accompanied by bleeding or blisters on the nipples are known side effects of natural breast feeding and also known side effects of using breast pumps. The device has been designed according to safety standards and is safe to use when used according to the dfu. Philips continues to monitor this type of events as part of the post market surveillance process activities.

Event description:
A customer claims that she got sores on both sides of her breast from using the breast pump and that she had to go to the hospital. No further information was provided.